Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the buttons were sticking. The customer's blood glucose level was 600 mg/dl. The customer stated she was off of the insulin pump and was treating with manual injections. The customer declined to troubleshoot due to feeling sick. The customer's device was replaced and will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to flattened dome switches on the bolus, act, esc, up arrow, and down arrow buttons. The keypad connector was inspected and locked on the lcd board. Unable to perform any tests due to the unresponsive keypad. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.